Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2003 and subsequently expired after the use of the product.

Manufacturer narrative:
Updated as the patient's date of death was inadvertently omitted from the initial medwatch report. This is one of three device reports for this event. The associated MFR report numbers are: 1225714-2014-06651, 1225714-2014-06652 and 2937457-2014-01752.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.